Event description:
It was reported the programmer would not interrogate an implantable pulse generator in the box. Another rf (radio frequency) head was tried, but still not telemetry signal. The programmer is being returned for repair. There was no patient involvement.

Event description:
It was reported the programmer would not interrogate an implantable pulse generator in the box. Another rf (radio frequency) head was tried, but still no telemetry signal. The programmer is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the programmer would not interrogate an implantable pulse generator in the box. Another rf (radio frequency) head was tried, but still not telemetry signal. The programmer is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer was unable to interrogate due to a loose head connector on the link electronic module (lem) circuit board. It was also noted that the printer drawer and left keyboard hinge were broken and the handle was cracked.